Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain, osteolysis, poly wear and implant fracture of the femoral component. Loosening of the of the tibial, femoral and patella components at the cement/implant interface was also reported. The cement manufacturer is unknown.

Manufacturer narrative:
The devices associated with this report were not returned. Photographs attached to the complaint confirm the fracture of the femoral component and the poly wear on the insert. Review of the device history records and/or a lot specific complaint database search was not possible for the products as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.